Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose with blood glucose in the 20 mg/dl range at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was also hospitalized another 6 times due high blood glucose and diabetic ketoacidosis. The caller also reported transmitter damage during a hospitalization in (B)(6) 2018. The insulin pump will not be returned for analysis.